Manufacturer narrative:
The pump was received with an intermittent button response due to light moisture damage to the keypad traces. There were no button error alarms noted. The pump was received with minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was trying to deliver insulin and pressed the up arrow button. Customer stated that the button got stuck at one unit and no one buttons were working. Customer then took out the battery but when she put it back in, she received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.